Manufacturer narrative:
There is no adverse event associated with this complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. The contrast, up, and down arrow keypad buttons were intermittently unresponsive during testing; the ok button responded appropriately. During investigation, evidence of contamination was found under all key contacts.

Event description:
On (B)(6) 2012 the patient contacted the animas corporation and reported the down arrow button had become intermittently responsive and very hard to push. The patient reportedly wore the pump in a pocket and cleaned it with water. The keypad was reportedly intact and the pump did not have moisture in it. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.